Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. It is suggested that the user facility review the method of handling and reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) establishment name: (B)(6) hospital. The device was returned to olympus for evaluation of the reported issue. In addition to the peeled acoustic lens, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within standard value due to wear of the angle wire; the adhesive on the bending section cover was chipped, cracked, and detached; the adhesive around the objective lens was peeled; the displayed ultrasound image was defective with missing elements due to damage on the ultrasonic probe; and there were scratches on the acoustic lens, and the objective lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the ultrasound gastrovideoscope had a scratched tip. This was found during preparation for use and there was no report of patient harm. The device was returned, evaluated, and the acoustic lens was peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.